Event description:
It was reported to the territory manager 3 (tm3) that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was at the right common femoral artery (rcfa) via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no significant calcium in the arterial walls. Following the procedure, the physician who is in training along with the tm3 who was present, used the mynx to close the access site. It was reported that the physician inserted the device and inflated the balloon. When the physician attempted to retract the balloon towards the arteriotomy, the device came through the artery. The physician immediately converted the patient to 30 minutes of manual compression. Hemostasis was successfully achieved. The patient tolerated the procedure and was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1116012) indicated that the mynx device met all established performance criteria prior to shipment.